Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') and genital haemorrhage ('general abnormal bleeding') in a 31-year-old female patient who had essure (batch no. 898929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure in 2002. Concurrent conditions included genital haemorrhage, fatigue, seasonal allergy, asthma, dysfunctional uterine bleeding, nabothian cyst, squamous cell metaplasia, cervix inflammation and adenomyosis. Concomitant products included antibiotics, bupropion hydrochloride (wellbutrin) since (B)(6) 2010, celecoxib (celexa) since (B)(6) 2010, diazepam, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe) from (B)(6) 2012 to (B)(6) 2012, fentanyl, hydromorphone, midazolam hydrochloride (versed), ondansetron and pethidine hydrochloride (meperidine). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition:depression/psych injury") and anxiety ("psychological or psychiatric problems condition : anxiety"). The patient was treated with medroxyprogesterone acetate (depo-provera), nsaids, paracetamol (acetaminophen), drospirenone + ethinylestradiol + methyltetrahydrofolic acid-ca (beyaz) and surgery (hysterectomy full/total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test as patient had done hsg but yet it is mentioned in pfs that "plaintiff did not undergo confirmation test." Total vaginal hysterectomy was performed for dysfunctional bleeding. Total laparoscopic hysterectomy is planned. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: depression. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received. Essure lot number, concomitant and treatment drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') and genital haemorrhage ('general abnormal bleeding') in a 31-year-old female patient who had essure (batch no. 898929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure in 2002 and body mass index normal. Concurrent conditions included genital haemorrhage, fatigue, seasonal allergy, asthma, dysfunctional uterine bleeding, nabothian cyst, squamous cell metaplasia, cervix inflammation and adenomyosis. Concomitant products included antibiotics, bupropion hydrochloride (wellbutrin) since (B)(6) 2010, celecoxib (celexa) since (B)(6) 2010, diazepam, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe) from (B)(6) 2012, fentanyl, hydromorphone, midazolam hydrochloride (versed), ondansetron and pethidine hydrochloride (meperidine). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), depression ("psychological or psychiatric problems condition:depression/psych injury") and anxiety ("psychological or psychiatric problems condition : anxiety"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with medroxyprogesterone acetate (depo-provera), nsaids, paracetamol (acetaminophen), drospirenone + ethinylestradiol + methyltetrahydrofolic acid-ca (beyaz) and surgery (hysterectomy full/total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the depression and anxiety was resolving. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test as patient had done hsg but yet it is mentioned in pfs that "plaintiff did not undergo confirmation test." Total vaginal hysterectomy was performed for dysfunctional bleeding. Total laparoscopic hysterectomy is planned. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: depression. Lot number: 898929, manufacture date: 2011-08, expiration date: 2014-08. Most recent follow-up information incorporated above includes: on 23-jul-2020: plaintiff fact sheet received : outcome of the event was updated mental anguish and depression from unknown to recovering / resolving. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') and genital haemorrhage ('general abnormal bleeding') in a 31-year-old female patient who had essure (batch no. 898929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure in 2002 and body mass index normal. Concurrent conditions included genital haemorrhage, fatigue, seasonal allergy, asthma, dysfunctional uterine bleeding, nabothian cyst, squamous cell metaplasia, cervix inflammation and adenomyosis. Concomitant products included antibiotics, bupropion hydrochloride (wellbutrin) since (B)(6) 2010, celecoxib (celexa) since (B)(6) 2010, diazepam, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe) from (B)(6) 2012 to (B)(6) 2012, fentanyl, hydromorphone, midazolam hydrochloride (versed), ondansetron and pethidine hydrochloride (meperidine). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), depression ("psychological or psychiatric problems condition:depression/psych injury") and anxiety ("psychological or psychiatric problems condition : anxiety"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with medroxyprogesterone acetate (depo-provera), nsaids, paracetamol (acetaminophen), drospirenone + ethinylestradiol + methyltetrahydrofolic acid-ca (beyaz) and surgery (hysterectomy full/total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the depression and anxiety was resolving. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test as patient had done hsg but yet it is mentioned in pfs that "plaintiff did not undergo confirmation test." Total vaginal hysterectomy was performed for dysfunctional bleeding. Total laparoscopic hysterectomy is planned. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: depression. Lot number: 898929 manufacture date: 2011-08 expiration date: 2014-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality-safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') and genital haemorrhage ('general abnormal bleeding') in a 31-year-old female patient who had essure (batch no. 898929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure in 2002. Concurrent conditions included genital haemorrhage, fatigue, seasonal allergy, asthma, dysfunctional uterine bleeding, nabothian cyst, squamous cell metaplasia, cervix inflammation and adenomyosis. Concomitant products included antibiotics, bupropion hydrochloride (wellbutrin) since (B)(6) 2010, celecoxib (celexa) since (B)(6) 2010, diazepam, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe) from (B)(6) 2012 to (B)(6) 2012, fentanyl, hydromorphone, midazolam hydrochloride (versed), ondansetron and pethidine hydrochloride (meperidine). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition:depression/psych injury") and anxiety ("psychological or psychiatric problems condition : anxiety"). The patient was treated with medroxyprogesterone acetate (depo-provera), nsaids, paracetamol (acetaminophen), drospirenone + ethinylestradiol + methyltetrahydrofolic acid-ca (beyaz) and surgery (hysterectomy full/total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test as patient had done hsg but yet it is mentioned in pfs that "plaintiff did not undergo confirmation test." Total vaginal hysterectomy was performed for dysfunctional bleeding. Total laparoscopic hysterectomy is planned. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: depression. Lot number: 898929 manufacture date: 2011-08 expiration date: 2014-08 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') and genital haemorrhage ('general abnormal bleeding') in a 31-year-old female patient who had essure (batch no. 898929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure in 2002 and body mass index normal. Concurrent conditions included genital haemorrhage, fatigue, seasonal allergy, asthma, dysfunctional uterine bleeding, nabothian cyst, squamous cell metaplasia, cervix inflammation and adenomyosis. Concomitant products included antibiotics, bupropion hydrochloride (wellbutrin) since (B)(6)2010, celecoxib (celexa) since (B)(6)2010, diazepam, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe) from (B)(6)2012 to (B)(6)2012, fentanyl, hydromorphone, midazolam hydrochloride (versed), ondansetron and pethidine hydrochloride (meperidine). On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) ") and menorrhagia ("abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition:depression/psych injury") and anxiety ("psychological or psychiatric problems condition : anxiety"). The patient was treated with medroxyprogesterone acetate (depo-provera), nsaids, paracetamol (acetaminophen), drospirenone + ethinylestradiol + methyltetrahydrofolic acid-ca (beyaz) and surgery (hysterectomy full/total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test as patient had done hsg but yet it is mentioned in pfs that "plaintiff did not undergo confirmation test." Total vaginal hysterectomy was performed for dysfunctional bleeding. Total laparoscopic hysterectomy is planned. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: depression. Lot number: 898929 manufacture date: 2011-08 expiration date: 2014-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: events abnormal bleeding (vaginal) and abnormal bleeding(menorrhagia) outcome was updated as recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure in 2002. Concurrent conditions included genital haemorrhage, fatigue, seasonal allergy, asthma, dysfunctional uterine bleeding, nabothian cyst, squamous cell metaplasia, cervix inflammation and adenomyosis. Concomitant products included antibiotics, diazepam, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe) from (B)(6) 2012 to (B)(6) 2012, fentanyl, hydromorphone, midazolam hydrochloride (versed), ondansetron and pethidine hydrochloride (meperidine). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: anxiety"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy full). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain and genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test as patient had done hsg but yet it is mentioned in pfs that "plaintiff did not undergo confirmation test." Total vaginal hysterectomy was performed for dysfunctional bleeding. Total laparoscopic hysterectomy is planned. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: case become incident. Events added- abdominal pain, genital bleeding. Events outcome updated, essure insertion date updated . No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.